Event description:
It was reported that (1) sw100 was used during a lap nissen fundoplication procedure. It was reported by the rep that reload came apart after passing needle thru pre-tied loop. Opened another device to complete the case. There was no consequence to pt.